Event description:
A family member reported that the cartridge was wet when it was removed. She stated that at first she suspected it was water from the patient swimming but when she removed the cartridge, it smelled of insulin. She confirmed that the cartridge plunger was not drawn past 200 units. The family member reported that the cartridge was loaded with 140 units; the pump delivered 68 units and there was about 68 units left in the cartridge. The family member reported that there were no cracks or dents noted at the connections and the tubing was confirmed to be tight to the cartridge. This report is made based on the allegation that the cartridge may have leaked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: no product was returned, a retained sample was evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.